Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, when cutting and suturing the stomach, the surgeon was able to press the green button and squeeze the handle but the device did not fire. The surgeon reused both the reload and handle to complete the case. There was no patient injury.